Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer was able to interrogate using a known good rf (radio frequency) head and wirelessly without issue. Analysis also found the 25 button on printer keypad does not always engage when pressed. (B)(4).

Event description:
It was reported the programmer intermittently will not recognize device / will not interrogate (can occur with wireless and non-wireless devices). The programmer was returned for repair. No patient complications were reported as a result of this event.